Event description:
Additional information was received that following the valve implant, it was unknown if the valve caused or contributed to the aortic dissection. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the aortic dissection. The patient was transferred to a different hospital for surgery.

Manufacturer narrative:
B2 - outcome attributed to adverse event updated. Continuation of d10: product ID evolutfx-34; product lot/serial number (B)(6); product type: heart valves; implant date:(B)(6) 2023. H4 - device manufacture date h6 - method codes additional codes - imf health impact and img component codes h10 - product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed.. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. According to the image review, images were received of a pre balloon aortic valvuloplasty (bav) prior to the implant attempt. At least three recaptures were performed during deployment. During one of the recaptures, the valve dislodged to the level of the sinuses while still attached to the delivery catheter system (dcs). Prior to final release, there is a subtle sign of a possible dissection above the non-coronary cusp; however, it is difficult to confirm the dissection. Pre-implant computed tomography (CT) images provided. The dissection was not visible on the pre-implant CT images. Calcium was seen in aortic annulus under the non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Annulus perimeter and perimeter derived diameter was 84.6 mm/26.9 mm suggesting a 34 mm evolut per instructions for use (IFU) sizing matrix. Aortic root angulation is 50°. Patient had a bovine arch - innominate <(>&<)> left common carotid artery appeared to share a common origin. Post-implant CT images were provided. The CT contains motion artifacts. Dissection seen through ncc/right coronary cusp (rcc). Dissection begins at approximately 15 mm above evolut inflow and ends in the ascending aorta at approximately 88 mm above the evolut inflow. Post-implant transthoracic echocardiogram (tte) were also received. Unable to visualize dissection in tte. Ejection fraction was app roximately 60%. Mitral valve pg = 5 mmhg and mva = 2.62 cm² which was consistent with mild stenosis. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was transferred to a different hospital 2 months and 16 days following the start of the patient's symptoms. The surgery was performed that same week. The patient was reported to be doing fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 months following the implant of this transcatheter bioprosthetic valve, the patient developed shortness of breath. A computed tomography (CT) scan was performed that revealed an aortic dissection. Per the physician, the cause of the dissection was unknown. No treatment or intervention was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.